Event description:
It was reported that 2 promus stents were implanted in the mid and distal right coronary artery on (B)(6) 2010. On (B)(6) 2010, 10 days later, the patient was hospitalized and diagnosed with pneumonia. Approximately 4 months later on (B)(6) 2010, the patient died of unknown cause. The pneumonia and death are considered unrelated to the promus stents or index procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). Subsequent to the previously submitted medwatch, it was learned the cause of death was consequence of worsening pneumonia that was unrelated to the promus stents. Additionally, the balloon was inflated above the rated burst pressure and the stent was implanted in a restenosed lesion. It should be noted that the promus instructions for use (IFU) states: do not exceed the rated burst pressure. Further the purpose of use, indication, or effect section states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it does not appear that the reported IFU deviations directly caused or contributed to the reported patient effect.

Event description:
Subsequent to the previously submitted medwatch, it was learned the cause of death was a consequence of worsening aspiration pneumonia that was unrelated to the promus stents. Aspiration pneumonia occurred on (B)(6) 2010, treated with antibiotics. On (B)(6) 2010 the pneumonia worsened, level of consciousness decreased, and respiratory arrest occurred. Intubation followed by tracheotomy were performed. Baseline level of consciousness did not return and the patient expired on (B)(6) 2010.